Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 04/14/2021 . This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional investigation summary: visual inspection was conducted on the picture received. Visual analysis of the picture received determined that one foil packet of product code nw2949 could be observed. The condition reported is not observed since suture is not observed in the picture. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as to what caused the reported complaint. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
Product complaint # ==> (B)(4) date sent to the FDA: 04/09/2021 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d9 investigation summary ==> complaint sample: 1 unit of actual complaint sample foil along with single barrier folder and needle received for investigation for code nw2494 lot t7003. Suture received in complete disintegrated (powdered attached to pack) condition; as the complaint sample received in open condition further investigation on complaint sample cannot be performed except visual inspection. The foil pack was inspected under a 10 x magnification for any damage and showed a multitude of wrinkles over the whole foil along with several pinholes at the top label side as well as on bottom cavity side of the packs were observed. Returned needle was inspected with 10x magnification and no defect was observed. Manufacturing records review: as a part of investigation batch manufacturing record was reviewed for any process deviation, but no deviation was observed. Finished good analysis records were reviewed for tensile strength value and needle pull-off value at release and found to meet the specification requirements for respective tests. From the batch record review, it is evident that there was no issue related to the processing of the lot that could have impacted the suture appearance or quality. Retained sample evaluation: as the complaint is related to packaging-integrity, suture and foil pack visual inspection is applicable & measurable parameter. 05 units of retain samples of incident code nw2494 and lot t7003 were retrieved for analysis. The primary packs of retain samples were visually inspected for attribute defects like pseudo seal, pin hole, product in seal, press marks on pack but no such defects were observed. The primary packs were opened, and sutures / needles were found intact. The sutures were physically inspected for attribute defects like kinks, weak spots, broken piece, knot, fraying, brittleness, detached needles but no such defects were observed. All 05 units of retain samples were visually inspected under 10x magnification for attribute defects like weak spots, colorlessness, roughness, fractured, frayed, scraped, severed, and/or notched suture but no defects were observed. All retain samples were also checked for loose or open braid/twist, uneven coating and/or thick coating, broomed end/tail, core protrusion but no such defects were observed. In addition, knot pull tensile strength test was performed over five retain samples to check the behavior of the suture material. Physical visual verification of suture, foil pack and all the individual as well as average knot pull tensile strength values were found to meet the usp specification requirements. This analysis shows that there was no issue related to processing of the lot. All the values are within the control limits. The detected detachment of suture issue may have been observed due to ingress of humidity through the observed pinholes. The observed pin holes might have generated during improper storage and handling of the product. Hence the complaint could not be confirmed. Device history batch ==> DHR: nw2494/t7003 batch manufacturing records of nw2494/t7003 was reviewed for any process deviation but no deviation was observed. Finished goods tests reports was reviewed for tensile strength value and needle pull-off value found to meet the specification requirement. Corrected information: d3, g1

Manufacturer narrative:
Product complaint # (B)(4). (B)(4). Device not returned. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: could you please confirm if there was any hole, tear or puncture in the package that could compromise sterility and affect the suture? Packet was not good in condition when I was received from ot in-charge. Was the suture found broken or frayed? Thread was dissolved inside the packet. Procedure name and date? Secondary clutch plate (B)(6) 2021. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances related to the reported complaint condition were identified.

Event description:
It was reported that during an unknown surgery on (B)(6) 2021, before being used on the patient, the sutures were found dissolved in package. There was no patient consequence reported. Additional information was requested.